Event description:
Customer's mother reported via phone, the insulin pump was draining the batteries quickly. Also when a new battery is inserted into the device, it alarms failed battery test. Troubleshooting was performed and device continued to alarm after cleaning battery compartment and components and using a new battery. Customer's mother was advised to monitor the device until the new battery cap arrived. She is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.